Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp was not able to pass through the introducer. A new impella cp was placed successfully. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. The root cause of the delivery issue was an introducer sheath kink.